Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to use amphirion deep to treat a lesion on dorsalis pedis artery with 70% stenosis. The lesion exhibited moderate vessel calcification and slight tortuosity. No abnormity noticed during inspection prior to use. Pre-dilatation was not performed. During the procedure, after implanted 6f guiding catheter and 0.014 guiding wire to the posterior tibial artery, physician used the device to dilate the lesion. It was observed that when saline was injected, the pressure decreased gradually after it reached 3 and patient felt uncomfortable. The device was removed from patient. It was replaced by another one to complete the operation. When the device was checked externally, one small hole was observed on the balloon. It was also noted that the device was used approximately 3 months post expiry. No patient injury was reported as a result of the event.

Manufacturer narrative:
Device evaluation: traces of blood and radio opaque solution were detected into balloon and inflation line. An attempt to inflate the balloon was performed connecting a manometric syringe to the luer port, however a leakage was immediately detected on the balloon surface. A long cut was detected on the balloon due to a burst. No other abnormalities detected on the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.